Event description:
It was reported that the sys 9800 would not initialized. The unit was replaced with another and the procedure was completed without further incident. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. Upon inspection, it was found that a pin had been pushed in on the interface cable which was repaired. Also the brake handle was broken. The brake handle was replaced. The sys was tested and found to be working as intended and placed back into svc.